Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The 60-6085-201a, medium, uterine manipulator, vcare uterine manipulator was being used on (B)(6)2024 during a robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, bilateral sentinel lymph node dissection and ¿the ovarian vessels were skeletonized with care to avoid the ureters, cauterized and transected. The anterior and posterior leaves of the broad ligament were transected including the round ligaments, and the vesicouterine peritoneum incised to create a bladder flap. This was an unusually difficult dissection for someone with no prior cesarean section. We backfilled the bladder during the dissection to fully understand its location. The uterine vessels were skeletonized, cauterized and transected bilaterally, followed by the cardinal and uterosacral ligaments. An anterior colpotomy was created and carried circumferentially around the base of the cervix following the uterine manipulator, separating the specimen from its vaginal attachments. The specimen was retrieved through the vagina. Of note, during removal of the manipulator the green cup and balloon became detached and were removed separately; the manipulator was thoroughly inspected and all parts were accounted for.". This was reported as a device malfunction not an adverse event. The reporter remained anonymous. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created by the finding of maude report number 20225033. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The 60-6085-201a, medium, uterine manipulator, vcare uterine manipulator was being used on (B)(6) 2024 during a robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, bilateral sentinel lymph node dissection and "the ovarian vessels were skeletonized with care to avoid the ureters, cauterized and transected. The anterior and posterior leaves of the broad ligament were transected including the round ligaments, and the vesicouterine peritoneum incised to create a bladder flap. This was an unusually difficult dissection for someone with no prior cesarean section. We backfilled the bladder during the dissection to fully understand its location. The uterine vessels were skeletonized, cauterized and transected bilaterally, followed by the cardinal and uterosacral ligaments. An anterior colpotomy was created and carried circumferentially around the base of the cervix following the uterine manipulator, separating the specimen from its vaginal attachments. The specimen was retrieved through the vagina. Of note, during removal of the manipulator the green cup and balloon became detached and were removed separately; the manipulator was thoroughly inspected and all parts were accounted for.". This was reported as a device malfunction not an adverse event. The reporter remained anonymous. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 38 reports, regarding 42 devices, for this device family and failure mode. During this same time frame 639,983 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 6 forward components to the vcare cervical elevator retractor. 1) intrauterine balloon 2) cervical cup 3) vaginal cup 4) locking assembly 5) thumbscrew 6) heat shrink. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. The 60-6085-201a, medium, uterine manipulator, vcare uterine manipulator was being used on (B)(6) 2024 during a robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, bilateral sentinel lymph node dissection and "the ovarian vessels were skeletonized with care to avoid the ureters, cauterized and transected. The anterior and posterior leaves of the broad ligament were transected including the round ligaments, and the vesicouterine peritoneum incised to create a bladder flap. This was an unusually difficult dissection for someone with no prior cesarean section. We backfilled the bladder during the dissection to fully understand its location. The uterine vessels were skeletonized, cauterized and transected bilaterally, followed by the cardinal and uterosacral ligaments. An anterior colpotomy was created and carried circumferentially around the base of the cervix following the uterine manipulator, separating the specimen from its vaginal attachments. The specimen was retrieved through the vagina. Of note, during removal of the manipulator the green cup and balloon became detached and were removed separately; the manipulator was thoroughly inspected and all parts were accounted for." This was reported as a device malfunction not an adverse event. The reporter remained anonymous. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.